Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized with diabetic ketoacidosis. It is unknown how the patient was transported to the hospital. The blood glucose result was around 20.0 mmol/l. The patient was treated with insulin via IV at the hospital. The patient is currently still in the hospital.